Event description:
The customer reported a unit with a flow sensor error on screen. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer reported that a technician was able to fix the ventilator from the flow sensor error. The issue was resolved, and the unit was returned to service. Based on information provided and/or service performed, the customer's alleged malfunction was not confirmed. The root cause is undetermined.